Manufacturer narrative:
The customer reports that samples from the same lot are due to be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the 21 x 1 bevel needle. The customer reports "while drawing blood the needle detached and remained in the arm of the patient, the needle was sticking out of the skin and was able to be retrieved and pulled out."